Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the fiber breaking when entering a scope could not be determined. However, it is likely the fiber was bent beyond the minimal bend radius resulting in the fiber being damaged and then when the laser was fired the energy escaped the damaged fiber resulting in burning and smoking. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius, doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, but the allegation was confirmed onsite. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the 200 micron tfl ball tip single use fiber broke off at the insertion end and started a small fire. The issue was found during a therapeutic, ureteroscopy stone removal. There were no reports of patient harm. Related patient identifiers: (B)(6).